Manufacturer narrative:
The reported event of a triggered low temperature indicator could not be confirmed. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however the user noted the valve was unfit for use and elected to proceed with implanting the device. Per the instructions for use, artmt100110484 version a, "do not use the valve if shipping temperature indicators on the product carton have turned red, or if the valve has been improperly stored in temperature conditions outside of the 5 °c to 25 °c (41 °f to 77 °f) range."

Event description:
On (B)(6) 2019, a 29mm biocor valve was implanted in the mitral position. Prior to implant, the low temperature indicator was noted to be triggered. The user acknowledged the valve was unfit for use and elected to proceed with implanting the device. The patient hasn't experienced any adverse consequences.

Event description:
On (B)(6) 2019, a 29mm biocor valve was implanted in the mitral position. Prior to implant, the device was noted to be frozen. The user acknowledged the valve was unfit for use and elected to proceed with implanting the device. Additional information has been requested.